Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
(B)(6) : it was reported that subject underwent a revision surgery due to instability/dislocation. No other effects noted in report.